Event description:
During a premature ventricular contraction procedure, it was reported while placing a wire into the coronary sinus (cs), a perforation of the cs occurred. A pericardiocentesis was performed and the patient was stable. On (B)(6), received additional information requested from bwi representative stating the physician was inserting a balloon tipped catheter (non bwi product) into the cs and inserted a wire (non bwi product) through it for better advancement; the physician noticed on ultrasound that there was an effusion beginning to form. Pericardial tap was performed. Once the fluid was removed, the case resumed and the patient went to the recovery room. The patient was hemodynamically stable through the entire case. The physician¿s opinion regarding the causality of this event is that the manipulation of the non-biosense webster catheter and wire, were the cause of the cs perforation and cardiac effusion.

Manufacturer narrative:
Concomitant bwi products: carto 3 system, us catalog # fg540000, serial # (B)(4). Stockert 70 system, us catalog # s7001, serial # (B)(4). Coolflow pump, us catalog # cfp002, serial # (B)(4). (B)(4).

Manufacturer narrative:
Manufacturer's reference # (B)(4). During a premature ventricular contraction procedure, it was reported while placing a wire into the coronary sinus (cs), a perforation of the cs occurred. A pericardiocentesis was performed and the patient was stable. The returned device was visually inspected and found in good physical condition. Per the event, it was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. Furthermore, a cool flow pump test was performed as well and the catheter passed specifications. It was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.